Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2021 by the american journal of sports medicine titled ¿immobilization in external rotation and abduction versus arthroscopic stabilization after first-time anterior shoulder dislocation¿. The study reviewed ninety-one (91) patients who underwent arthroscopic shoulder stabilization using arthrex fibertape to address soft tissue approximation and/or ligation. During the twenty-four (24) month follow-up period one (1) patient experienced traumatic subluxation. Ref: minkus, m. Et al. Immobilization in external rotation and abduction versus arthroscopic stabilization after first-time anterior shoulder dislocation: a multicenter randomized controlled trial. Am j sports med 49, 857-865, doi:10.1177/0363546520987823 (2021).